Event description:
The customer reported that a zonular tear occurred during the phacoemulsification phase, necessitating additional surgical intervention by a retinal surgeon. The cataract was described as dense. Additional information indicated a veritas phaco machine was involved; however, no specific serial number could be identified because the site has five machines that are frequently moved between rooms. The surgeon could not determine the device¿s role and cited possible contributing factors such as weak zonules, patient movement, the phaco machine, or his own actions. Unplanned interventions included a vitrectomy and implantation of a sensar ar40e iol with sutures to address the capsule tear. The affected eye was the right eye (od). No further information was provided.

Manufacturer narrative:
Section a4 and a5: unknown/ not provided. Section d4: UDI number: a complete UDI # is unknown as product serial number was not provided. Section d6a: if implanted, give date: not applicable, as the device is not an implantable device. Section d6b: if explanted, give date: not applicable, as the device is not an implantable device. Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Section h4: device manufacture date: unknown as product serial number was not provided. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.